Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, battery cap missing metal contact, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label stained, end cap address label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was cosmetic damage to their insulin pump. Blood glucose level at the time of call is unknown. It was reported that their device was cracked and broken off on top of the reservoir compartment, and the battery cap was lacking a metal contact. The device will be returned for analysis.